Manufacturer narrative:
Investigation results: the complaint that the needle failed to fully retract was confirmed and the cause appeared to be manufacturing related. One 18g insyte autoguard was provided for investigation. Deformation of the grip at the interface between the grip and barrel prevented the needle hub from fully retracting. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd needle retraction failure needle did not retract. The following information was provided by the initial reporter, translated from french to english: reported problem/defect: needle not retracting. 25 nov no, no harm to the patient, apart from the insertion of another catheter. The event took place on (B)(6) 2024.